Event description:
Pt had a recent surgery. Pt has been using the keeper cup for about six years. According to pt it's a menstrual cup that's worn internally; it's sold through magazine classifieds especially the herb companion and now at their website www.keeper.com. Click to usage to see a picture of the device. Pt has increasing monthly pain for the last 3 years. The pain is much different from cramps. Sometimes ultram and flexeril don't even "dent" the pain. Last month pt had endometriosis surgery as part of an endometriosis study. Pt's dr found very little endometriosis; just what had slipped out around the tubal ligation pt had nine years ago. What pt did find was that uterus has become completely endometrial, as confirmed by lab results. Dr described uterus as blanching when touched, like you could write on it and see the words. The diagnosis is "adnomyosis" and pt was asked to start considering a hysterectomy to relieve the pain. Pt wrote the keeper cup co. They say this product has never been evaluated for endometriosis. Since pt sees them advertising a little more each year, pt hopes no one else has the same outcome. Pt asks FDA to please consider looking into this. Pt is all for alternative healthcare when it does good and no harm.